Manufacturer narrative:
This report is being sent as follow-up no. 1 to update section h3, and to provide the completed investigation results. One (1) 8 fr angio-seal vip was returned to for product evaluation. The returned sample included the mated carrier tube and hemostasis sheath. The device was visually inspected and found to have been in used condition with visible signs of blood. The hemostasis sheath and carrier tube were returned fully mated and in the fully rear-locked position. The anchor had not deployed and was visible within the opening at the distal tip. No signs of damage or deformation to the device were identified. Functional testing was performed by resetting and redeploying the returned device. The device was reset to the forward lock position and then re-engaged and set to the fully rear-locked position. The anchor was deployed and posted properly to the tip of the hemostasis sheath. Deployment was then tested by manually pulling on the anchor. The anchor, suture, and collagen were able to deploy from the device successfully except tamper tube. The carrier tube was subsequently cut open to verify the presence of the tamper tube. The tamper tube was confirmed to have been present within the device and was inspected for potential issues. No issues were found with the component, although the tamper tube was found to have been coated in dried blood. The complaint was able to be confirmed for a non-deployment pullout. An exact root cause for the issue was unable to be determined. The likely cause was determined to have been an obstruction to the anchor posting to the tip of the hemostasis sheath. Functional testing was performed, and the device appeared to function properly. The device history record (DHR) review determined that the device was in a conforming state when released from terumo control. There is no indication that any manufacturing, design, or quality system issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the failure mode and effects analysis (fmea) / hazard based risk table (hbrt).

Manufacturer narrative:
A1: patient identifier: not available due to hospital policy. D6a: implanted date: device was not implanted . D6b: explanted date: device was not explanted. E3: occupation: rt. The actual device has been returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot # combination was conducted with no findings.

Event description:
The user facility reported that the team was doing a transcatheter aortic valve replacement (tavr) with a 16 french sheath and used two (2) perclose to close with an 8 fr angio-seal in the middle. After setting the anchor on the angio-seal, the doctor pulled back and the entire device came out. There was no evidence of anything left behind. Patient was in stable condition. Procedure outcome was successful. The estimated blood loss was less than 250 ccs. The event occurred intra-operative. The patient was not injured, medical or surgical intervention was not required. Additional information was received on 07 jul 2023: there were no difficulties with arterial access, sheath, guidewire, or catheter insertion. A pre-deployment angiogram was performed. There were no issues with insertion, but deployment and withdraw did not have the usual, desired result of hemostasis. The device came out when trying to pull back the device and the seal with the self-tightening knot mechanism. Nothing was seen under ultrasound. The doctor started with the perclose and didn't get hemostasis so tried to add a angio-seal. When that failed, manual compression was held.